Event description:
It was further reported in (B)(6) 2010 that the patient underwent coronary angiography which revealed thrombus present in the proximal segment of the previously placed study stent in the lcx.

Manufacturer narrative:
Describe event or problem: additional information. Relevant test/laboratory data, including dates: additional information. (B)(4).

Event description:
Same case as MFR report: 2134265-2010-01250. (B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced a myocardial infarction and occlusion. The patient had a 2.5x12mm taxus liberte stent placed in the ramus in (B) (6) 2008. In (B) (6) 2008 a 3.0x38mm taxus liberte stent was placed in the ramus. The patient returned in (B) (6) 2010 with chest pain and a non-st elevation myocardial infarction. A 70% stenosis of the proximal circumflex and an occlusion at the ostium of the ramus was noted. The proximal circumflex was treated with direct stenting using a 2.75x20mm liberte bare metal stent and post dilation using a 3.0x16mm non-bsc balloon at 20atm. The ramus was not intervened upon. The patient was discharged four days later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).